Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent thr on (B)(6) 2020, left hip revised on (B)(6) 2021 due to cup moving. Biolox head revised with a different size, dynasty shell and liner revised with another manufacturer's multi hole components. Additional history: this is the same patient and same hip that experienced the issue where the stem sat higher than the broach, (B)(4). (B)(6).